Event description:
During baxter's functionality testing of a spectrum pump, it displayed the downstream occlusion message. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported constant downstream occlusion alarm which was reproduced. During the eval, the downstream sensor current reading was out of spec (high) with a fluid filled set loaded. The downstream pressure plate gap was also found out of spec. The downstream tubing guide was replaced.